Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The right common iliac artery was reported to be diseased with thrombus, and advancing the sheath was reported to be difficult. No complications were reported during the implant procedure. Final angiography demonstrated that both hypogastric arteries were patent. Post-operatively the patient developed bowel ischemia and paralysis of the right leg. It was reported that the balloon angioplasty and manipulation of accessory devices during the implant procedure may have caused emboli to the hypogastric artery. It was reported that the bowel ischemia has resolved, and the patient has regained some leg movement.